Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber began forward firing after 36 and 271669 joules expended. The fiber was replaced, and the procedure was completed without patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified a distal circumferential fracture (dcf). The fiber was likely damaged as it was being removed from the packaging, and/or as it was advanced into the scope. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The forward firing testing concluded that firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported forwarding firing. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, the interaction between the user and device likely caused or contributed to the observed distal circumferential fracture found on the fiber.

Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber began forward firing after 36 and 271669 joules expended. The fiber was replaced, and the procedure was completed without patient complications.

Event description:
It was reported that the during a photo-selective vaporization procedure, the fiber began forward firing after 36 and 271669 joules expended. The fiber was replaced, and the procedure was completed without patient complications.